Event description:
It was reported that a dissection occurred. A 85% stenosed target lesion was located in a mildly tortuous and moderately calcified right coronary artery (rca). A 3.00 x 16mm synergy drug eluting stent was selected for angioplasty procedure in the rca. The balloon inflated and stent was fully deployed. A flow limiting dissection was noted in the proximal edge of the stent at the mid rca during inflation of the stent at 14 atmospheres. Another stent was deployed to cover the dissection and complete the procedure successfully. There were no further patient complications, the patient was stable post procedure and fully recovered.